Manufacturer narrative:
Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV + hematoma, and seroma. Device has been explanted.

Event description:
Healthcare professional reported right-side capsular contracture baker grade IV, hematoma, and "pus and fluid inside the capsule." Device has been explanted.

Manufacturer narrative:
Device evaluation:¿ capsular contracture: unable to observe as it is a medical event that is not related to the device.¿ hematoma: unable to observe as it is a medical event that is not related to the device.¿ seroma-late: unable to observe as it is a medical event that is not related to the device.additional observations: ¿ deformation is observed.